Event description:
It was reported by customer that catheter has leak. Verbatim: complaint via email. Email(s) attached catheter has leak.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.